Event description:
It was reported that during equipment testing conducted at the user facility the device's the tip was found to be broken. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
It was determined after receiving further clarification from the customer that this event was not a reportable event per cfr 21, part 803. The device's tip was found to be bent before a procedure started, the device did not have a broken tip as originally reported. This supplemental is being filed to identify a MDR was not required for this event.

Event description:
It was reported that during equipment testing conducted at the user facility the device's "the" tip was found to be broken. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.